Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of approximately 334 mg/dl on the first day of ilet use, with sustained elevations for several hours despite no reported infusion set leaks or tubing kinks; education and troubleshooting were provided, including information that ilet dosing is conservative during the learning phase and guidance to continue monitoring for downward trend. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no need for assistance, no medical intervention, no alerts or alarms reported, no ketone testing, and no use of backup therapy, and glucose levels began trending downward during the call. Investigation included user interview, device use review, and troubleshooting and education. Investigation of this case revealed no device alarms or hardware issues reported and no infusion set issues observed, with the clinical course consistent with the algorithm¿s conservative learning phase. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.